Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system there were difficulties inducing ventricular tachycardia (vt) and when it vt was induced, the patient developed an atrial tachycardia. An additional tract was created for the electrode. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system there were difficulties inducing ventricular tachycardia (vt) and when it vt was induced, the patient developed an atrial tachycardia. An additional tract was created for the electrode. The device remains in service. No additional adverse patient effects were reported.